Event description:
Employee was bleeding up after a procedure and accidently placed a used needle on an single in the blue harp block and poked her right thumb when she picked up the block to dispose of it. Tdap 0.5ml had to be given.

Manufacturer narrative:
Received from FDA on voluntary report (B)(4).